Manufacturer narrative:
All available patient information was included. Additional patient details are not available. No customer returns were available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformance's, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance of lot 61595un21 was evaluated using world wide data from abbottlink for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 61595un21 are within the established limits. Based on the investigation, no systemic issue or deficiency for lot number 61595un21 was identified.

Event description:
The customer stated that false positive architect stat troponin-I results were generated for patient sid (B)(4). The customer's normal range is 0.03 - 0.04 ng/ml. Initial results on (B)(6) 2022 at 9:09 am: 0.20 ng/ml (critical) and 0.072 ng/ml (critical). Repeat results on (B)(6) 2022 at 10:19 am: 0.026 ng/ml (normal) and 0.017 ng/ml (normal). The customer repeated the sample on other instrument and the results were 0.026 and 0.023 ng/ml (normal). No adverse impact to patient management was reported.